Event description:
Deka (laser maker) and more specifically (B)(6) are advertising/selling painful skin tightening treatment dot laser, that is FDA cleared for the procedure. I experienced worsening of skin, pain, long recovery, and loss of the money to buy the treatment. I got dot laser, high setting. Advertised by (B)(6) as, "the gold standard for non-surgical facial rejuvenation is the dot fractionated co2 therapy! Eliminate fine lines, wrinkles, ... And improve your skin laxity in just one treatment! If you want to look 5 years younger this year, this treatment is just what you need." "Expect at least one week of down time." I had my procedure (skin burn) done by dr (B)(6). Hey, what she advertised is what I wanted!!! Instead, even after 5 months post procedure, my skin looks worse. It looked horribly worse for weeks. It was 9 weeks before I started to look somewhat normal. And friends still look at me like, "eww, what happened to you." It was horribly painful. Completely humiliating. I wish someone had just stolen my near (B)(6) and told me, "don't do dot, it will ruin your life." Deka, and those who buy their dot machines are scamming consumers like me out of thousands of dollars per 20 minute procedure, promising great results. Reviews of this procedure will show you a large portion (50%) experience worse skin condition as a result of treatment. It is unfair that you don't stop them from advertising this falsity, at least without also saying, 'many procedures have resulted in worse skin elasticity,' doctor (B)(6) told me the reason I looked worse is because, 'obviously your skin isn't good at making collagen.' That is unfair. She provided me with no paperwork disclosing that as a possible outcome. She also said my skin might continue to improve within 6 months. Perhaps that was to delay me filing a complaint.